Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, (B)(6) 2014; 4473 lead, (B)(6) 2005. (B)(4).

Event description:
It was reported the patient had an allergic reaction to general anesthesia during a revision procedure for dislodgement and loss of capture on the left ventricular (lv) lead. The procedure was aborted and rescheduled. The lv lead was later capped. No further patient complications have been reported as a result of this event.